Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with the insulin pump's display. The customer saw condensation under the led screen. The customer did not know how the fluid exposure occurred. The customer's blood glucose level at the time of the incident was 343 mg/dl. The customer declined troubleshooting for the high blood glucose. The insulin pump also had a blank display. Troubleshooting was performed and the display partially returned at first but then went blank. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Pump passed all operating currents tested within the specifications range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. No moisture damage noted on the electronics assembly. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on the display window noted.